Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter during the attempted advancement causing the reported failure to advance and subsequent stent dislodgement. The dislodged stent was unable to be found; therefore, it is assumed a foreign body in the patient. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 4.0x23 mm xience sierra stent delivery system (sds) was inserted to treat the right coronary artery, but it was unable to cross due to inadequate support from the guide catheter. The guide catheter was repositioned several times, but the sds was unable to cross. The sds was removed and replaced with another same size xience sierra, which was successfully implanted at the target. After removal of the first sds, it was noted that the stent was no longer on the sds. The patient was checked, but the stent was unable to be found on angiogram. The stent was also not found on the back prep table. During device prep, there was no resistance removing the protective sheath. The patient did not have any adverse symptoms related to the missing stent. The stent is thought to be inside the patient anatomy. No additional information was provided.